Manufacturer narrative:
Correction: the correct patient identifier is (B)(6) as previously reported in the previous MDR. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025 for a magnet replacement surgery. The implanted device remains.

Event description:
Per the clinic, it was discovered that magnet of the internal device was dislodged resulting in no benefit from the device use. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.